Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 248 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.